Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of difficulty in insertion of cleaning brush and forceps in channel was due to crushed forceps channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a crushed forceps channel due to which it was difficult to insert forceps and cleaning brush in channel. There was no patient involvement.